Event description:
Covidien received info stating that an 840 ventilator had a blank graphic user interface (gui) display while in use on a pt. The pt was removed from the ventilator and placed on a second ventilator. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the gui central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) inspected the device and upgraded the software to the current revision. The unit passed extended self-testing. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4).